Event description:
Parents report skin breakdown at hickman site. Seen in local ER. ER physician discontinued biopatch due to skin irritation. Parents report dramatic skin improvement after biopatch discontinued. Therapy dates: weekly for 2 mos.